Event description:
It was reported that one day after a coronary artery drug eluting stenting treatment procedure, a myocardial infarction (mi) and a stent thrombosis occurred which resulted in a re-intervention of the target vessel. The index procedure identified one lesion. The lesion was an 80% stenotic b1-type lesion located in the ostium of the proximal left anterior descending (lad) artery. The lesion was 18mm in length and 3.0mm in diameter. The physician direct-stented the lesion with a taxus liberte 3.00 x 20mm stent at 20atms. The stent was not post dilated. The results were timi-3 flow and was not post stenosis. One day following the index procedure, prior to being discharged, the patient suffered a q-wave mi and a stent thrombosis of the target lesion resulting in re-intervention. The patient was taking plavix and aspirin. Cardiac enzymes were drawn, peak ck was 210.7 u/l, peak ck-mb was 8.3, and peak troponin was 2.86 ng/ml. The stent was 100% occluded with timi-0 flow. The physician was able to resolve the event by performing balloon dilations. The results were timi-3 flow and 0% stenosis. The patient ws discharge 8 days after the index procedure. The device relationship was indicated as being definitely related. This product is only ous approved but it is similar to a marketed us device.